Manufacturer narrative:
B3: estimated as 11/08/2017 as the received date for the article is noted as november 8, 2017. Literature citation: li hy, wu xl, xiao fy, zhou xd, chen y, huang wj. (2018) successful percutaneous retrieval of a 33-mm watchman left atrial appendage occlusion device from the left atrium. Jacc: cardiovascular interventions volume 11, issue 8, 23 april 2018, pages e65-e67 https://doi.org/10.1016/j.jcin.2017.11.038

Event description:
Reported via journal article it was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The closure device was positioned in the appendage and the physician noted that the that the core wire had detached from the closure device prematurely releasing the closure device in the left atrium. To recapture the dislocated device, the physicians attempted to use non-boston scientific (bsc) grasping forceps. The physician made numerous attempts to clip the device's hub (and not the basilar part or body) and pull into a non-bsc 12-f sheath. However, this attempt failed. The physician found that the ideal position should be coaxial with the grasping forceps and device hub in the same direction. Two alligator cups biopsy forceps were used. One was used to grasp the device body and prevent device motion; the other was positioned coaxially to grasp the device hub. The coaxial alignment was confirmed by multidirectional projections under fluoroscopy. Finally, the device was retrieved. There were no patient complications reported.